Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 800cc gel breast prosthesis developed baker grade IV capsular contracture in her right breast post implantation. The capsular contracture was diagnosed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 29-nov-2021, mentor received additional information about the event. The patient was scheduled to undergo unilateral explantation and replacement with a mentor memorygel breast implant 800cc gel breast prosthesis on (B)(6) 2021. On 14-dec-2021, mentor received additional information about the event. A rupture on the breast prosthesis was discovered during explantation surgery. It was reported that it was uncertain if the tear was already on the device. It was also reported that the tear got worse once the device was removed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-dec-2021, mentor received additional information about the event: an updated patient dob of (B)(6) 1960 was reported. An updated explantation date of (B)(6) 2021 was reported. Manufacturer¿s reference number: (B)(4).